Manufacturer narrative:
The reported issue was resolved with phone support. It was stated that site will proceed based on physician's clinical solution. No onsite field service was provided. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer called the technical support engineer (tse) and stated that the neutral pad icon on the erbe was not turning green. The site had tried 5 different pads and there was no change. The staff brought in an external electrosurgical unit (esu) and it did the same thing. The staff stated that the patient was elderly, and the skin may be too dry to make good contact with the pad. The tse instructed the staff to prep the site and they stated that they did. The procedure was converted to open surgery due to the issue.